Manufacturer narrative:
The manufacturer previously reported information alleging that high inspiratory pressure alarm did not stop sounding and there was no change even when the device was connected to a test lung. Manufacturer sales rep replaced device at customer site, but alarm was not duplicated when sales rep performed a check. Customer reported that although it was unknown if there was a causal relationship with the event, the patient's spo2 had temporarily dropped to around 40% and patient recovered on (B)(6)2025. No patient information was disclosed. Based on the information currently provided and available, the event cannot currently be confirmed, nor refuted, based on the evidence present. Further good faith efforts and information gathering are required to disposition device cause and/or contribution to the patient harms incurred. The ventilator was returned to the manufacturer for evaluation and the reported issue was not duplicated during an operational check. Functional test on flow and pressure was performed, and all the items were passed. Disassembly internal checking was performed, and no unusual part was found. Error log was checked and confirmed occurrence of error codes related to high inspiratory pressure, but no error indicating a device failure was found. Evt_high_inspiratory_press_phase1 means patient pressure is greater than or equal to the high inspiratory pressure setting for 1 or 2 consecutive breaths. Evt_high_inspiratory_press_phase2 means patient pressure is greater than or equal to the high inspiratory pressure setting for 3 or more consecutive breaths. Evt_high_inspiratory_press_phase3 means patient pressure is greater than or equal to the high inspiratory pressure setting for 10 or more consecutive breaths. All three errors are considered patient alarms and not reportable malfunctions. If there is an issue with component in the system different event log will be generated. The waveform data shows that the leak increased at the same time as occurrence of "circuit disconnected" alarm prior to the frequent occurrences of "high inspiratory pressure" alarm. Evt_circuit_disconnect is concerned with a patient setting and is not considered a reportable malfunction. Given the results above, it is considered that the inspiratory pressure increased in order to keep the supply of the set tidal volume when the circuit was detached, and as a result of the circuit being reconnected in this status, the inspiratory pressure reached its set upper limit value before the pressure reaches the set tidal volume. It is considered that the status above sustained when the device was connected to the test lung.

Event description:
The manufacturer received information alleging that high inspiratory pressure alarm did not stop sounding and there was no change even when the device was connected to a test lung. Manufacturer sales rep replaced device at customer site, but alarm was not duplicated when sales rep performed a check. Customer reported that although it was unknown if there was a causal relationship with the event, the patient's spo2 had temporarily dropped to around 40% and patient recovered on (B)(6) 2025. No patient information was disclosed. Based on the information currently provided and available, the event cannot currently be confirmed, nor refuted, based on the evidence present. Further good faith efforts and information gathering are required to disposition device cause and/or contribution to the patient harms incurred. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.